Event description:
It was reported that the filter was tilted and had perforated the mesentery. On (B)(6) 2009, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt). On (B)(6) 2019, the patient received an abdominal CT scan. The inferior vena cava (ivc) filter was noted to be tilted with the apex against the ivc wall. Additionally, the filter had perforated the mesentery by 4 mm. There was no evidence of fracture, migration or stenosis. No further patient complications were reported.